Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working due to suspected fluid loss. The device was no longer able to inflate or deflate the cylinders. The entire system was explanted and replaced. There were no patient complications reported.